Event description:
"S/p b subgl gel implants? Type/size for augmentation presented with b contractures and rupture on mammogram. Had b capsulx's and removal of implants with replacement with 445cc replicons. Developed symptomatic l axillary and breast siliconomas so had a l ax dissection and removal of implant and replacement of new replicon in the same pocket. C/o cont'd pain, since then and new lumps. Thinks l nipple is frequently warm and wet and the l side seems to be changing shape although not sure if it is smaller. Also c/o progressive systemic probs including arthralgias (+ am stiffness), myalgias, numbness, swelling, chronic fatigue, sleep disturb, swollen glands, subnormal temp recurrent uris, hot flashes, headaches, tmj probs, memory probs, rashes, sen sun/cold, sob."